Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted during testing. However, corroded motor assembly noted during visual inspection. Device also received with corroded electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer also reported that the insulin pump had multiple pump error alarm. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The customer was treated with the manual injection. The insulin pump will be returned for analysis.